Event description:
During the ivtm therapy, the quattro catheter (lot# 180148) was placed into the patient's right femoral vein for fever reduction. After 4 days of the therapy, during the normothermia phase, the nurse noted blood visible in the start-up kit (suk) tubing suggesting the catheter leak. There was no saline infusion reported by the customer. The quattro catheter and the suk were replaced to continue the treatment with the same thermogard console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot #180148) was confirmed during functional testing. A leak from the catheter's shaft was observed at 7 cm away from the distal end of the manifold during the functional pressure leak test. The cut on the catheter shaft likely occurred while the catheter was being sutured to the patient with the manifold tabs or with the suture tab and clip. The suture needle or other sharp tools such as a scalpel may have accidentally cut the catheter shaft, attributed to user error. Upon visual inspection, noticed blood residues on the catheter balloons and luered tubings, and no other physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a leak from the catheter's shaft was observed at 7cm away from the distal end of the manifold, thus confirming the reported complaint. In addition, the returned quattro catheter was inspected under a microscope, and noticed a very small sharp cut on the catheter's shaft. No leak was observed from the balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for quattro catheter with lot # 180148.